Manufacturer narrative:
H6 medical device problem code 2017 clarifier: failure to follow steps / instructions. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via 8fr sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, the suture of two proglide devices were deployed; however, post tevar procedure hemostasis was not achieved. Surgical suturing was performed and it was noted that the knot of the first device had not caught the vessel. The sheath was upsized to a 18fr sheath. A cutdown was done and the artery was sutured closed to achieve hemostasis. A femoral angiogram was not performed. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a arteriotomy closure of an unspecified vessel using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, the proglide suture was deployed; however, post tevar procedure hemostasis was not achieved. Surgical suturing was performed and it was noted that the knot had not caught the vessel. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.